Event description:
At approximately 1700, this rn noticed wet drops coming from the junction of the pca and carrier infusion tubings where they join together. This rn attempted to replace the ns line first, to see if the end of the tubing had a crack that was responsible for the leak. Upon replacing the ns carrier line for the pca, and still finding a leak was occurring, this rn replaced the entire pca/ns line carrier tubing combination, and the leak stopped. The leak was likely coming from the pca tubing, at the y-site where the pca tubing accepts the ns carrier tubing. Lot number is either (10)20045555 or (10)20045656.